Event description:
Boston scientific received information from the field representative that the pacemaker displayed some interesting markers as seen on the patient¿s strip. Boston scientific technical services (ts) reviewed the strip and found out that it appeared to have some noise. It is determined that the issue unlikely to be related to the lead but possibly could be air bubbles based on its regular pattern. Additional information revealed the physician believed it was air bubbles and was resolved overnight. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.